Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused mediation to the patient. The expected therapy time of 46 hours; however, after 54 hours, it was observed that 20ml of the medication dose remained in the device and had not been delivered to the patient. The device was filled with 5-fluorouracil and saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 11, 2022 - february 12, 2022. H10: the actual device was received for evaluation. The sample was returned to the plant containing 18 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.